Event description:
Senseonics was made aware of an unsuccessful sensor removal attempt on (B)(6) 2025 at 09:30 am. The sensor's site is the left arm. It was confirmed that an incision was made to attempt to remove the sensor. At the time of the call, the customer was doing ok.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt which is scheduled for (B)(6) 2025. The additional information will be provided in a supplemental report.

Manufacturer narrative:
The sensor was successfully removed on (B)(6) 2025 during the second removal attempt.